Event description:
It was reported that needle retraction issue occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "catheter not easy to push and slow blood return 3 occurrences were reported, no date/time or patient information were given.

Manufacturer narrative:
Investigation: bd received three 24 gauge insyte autoguard units from lot 8145844 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the needle was fully retracted within the barrel of one of the units. The other two units were undamaged. The retracted needle was reset and no visible damage or obstructions were observed. Next, the engineer performed a flashback and aspiration test on the units. All tests were acceptable and found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defect were observed during testing the engineer could not identify a definitive root cause for these issues.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction issue occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "catheter not easy to push and slow blood return 3 occurrences were reported, no date/time or patient information were given.